Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the pt underwent treatment for an aneurysm in the descending thoracic aorta with conformable gore tag thoracic endoprostheses (ctag). There was a pre-existing stent in the right common iliac artery, and the sheath would only advance partway through. When advancing a device catheter past the sheath and through the right common iliac artery (cia), the stent was pushed proximally from the cia into the aorta. The device catheter was then withdrawn through the sheath, and the undeployed ctag device came off the catheter during withdrawal, remaining in the cia with the other stent wrapped around it. The physician opened the cia to remove the stent and ctag device. The artery was surgically repaired, and two more ctag devices were placed without incident. The procedure concluded with no further complications.